Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows the tip's inner tube was broken. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device, per dfu-0215-eo rev 1 section f.precautions 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).

Event description:
On 9/12/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400td torpedo had an issue during an unspecified procedure on (B)(6) 2023. The blade broke inside the joint, perhaps due to over-leveraging it. The remaining piece was recovered. The device was discarded by the facility. This occurred during use with no patient harm. Additional information has been requested. On 9/22/2023, the arthrex subsidiary employee provided additional information via email: this occurred during a shoulder arthroscopy procedure. Dualwave outflow tubing was not used, and there was a constant, uninterrupted flow of irrigation through the complaint device during its use. An ar-8500td torpedo with an unknown lot number was used to complete the procedure successfully. There was a slight case delay of approximately 5 minutes reported, which was how long it took to extract the piece and exchange the blade.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.